Event description:
The manufacturer received a voluntary medwatch (mw5152596) in reference to the field safety notice/recall notification related to the trilogy evo device. The manufacturer received information alleging pneumonia, worsening breathing issue, body build up too much carbon dioxide. The patient was died. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer